Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set fell off event on (B)(6) 2024. Patient reported that infusion set fell off on 5th day. No further information available.